Event description:
It was reported that the hospital had a power module and two battery chargers damaged. The damage occurred from a saline drip that was hung over the cart, and it happened to leak over the inpatient cart with equipment. There was an electrical spark when the water got into the prongs on the battery charger. The battery that was in the pocket had already been disposed of and a replacement was not needed.

Manufacturer narrative:
Section a1-4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of fluid damage on the 14-volt battery was confirmed via the image that was provided by the customer. The 14-volt battery (serial number (B)(6)) was not returned for analysis; however, the battery and its contacts were observed to have been damaged with fluid within the provided image. Available information indicates that the battery was disposed and that the root cause of the reported event was saline accidentally leaking and dripping onto the equipment. Device history records (DHR) reside with the original equipment manufacturer (OEM). However, the 14-volt battery, serial number (B)(6), was observed to pass all initial manufacturing testing per the greatbatch manufacturing datasheet. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs the user to not submerge their equipment, including the 14-volt batteries, in water. Water damage to external components may cause the pump to stop. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their 14-volt batteries, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospital had a power module and universal battery charger damaged on (B)(6) 2024. The damage occurred from a saline drip that was hung over the cart, and it happened to leak over the inpatient cart with equipment. There was an electrical spark and water got into the prongs on the battery charger. The battery that was in the pocket was disposed of and a replacement was not needed. There was another saline drip on (B)(6) 2024, and a second universal battery charger was damaged.